Event description:
It was reported that (2) tct75 were used during a bowel resection procedure. It was reported by the rep that the tct75's jammed and locked out. It is unknown how the case was completed. There was no consequence to pt.